Manufacturer narrative:
Damage to the lead wire of the conductive link as it might be caused by minute device mobility was determined to be the root cause of device failure. This is a combined initial and final report.

Event description:
The explantation of the device was confirmed by the receipt of a device explantation report. The device has been received for investigation.